Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress-battery compartment) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/20/2015 ¿ device evaluation:the pump has been returned and evaluated by product analysis on 03/10/2015 with the following findings:visual inspection revealed that the battery compartment was cracked along the side from the threads to the case seal. There was no moisture observed in the battery compartment. A leak test was performed and a battery compartment leak was confirmed. The pump case was removed and moisture was observed on the printed circuit board.